Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D6a implant date - implant date estimated as (B)(6) 2021.

Event description:
It was reported that the closure device had shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) years later the patient presented for a scheduled ablation procedure. The procedure was unable to be completed since the closure device had shifted in the patient. The physician did not perform any treatment or intervention with nothing planned in the future. The patient did not experience any complications as a result of this event.